Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device was showing a service wrench and would not recognize a shockable rhythm. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench. Upon receipt, physio-control observed that the device would not recognize a shockable rhythm and could therefore not provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that there was process residue on capacitor, designator c156, causing a bias voltage and legs 1, 2 and 4 to short. This resulted in the device not being able to detect a shockable rhythm.

Event description:
The customer contacted physio-control to report that their device showed a service wrench. Upon receipt, physio-control observed that the device would not recognize a shockable rhythm and could therefore not provide therapy, if it were needed. There was no patient use associated with the reported event.